Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). This report is for one (1) unknown 3.5mm cortical screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. With the exception of the screw sent to pathology, the explanted hardware was discarded by the hospital. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2016 due to non-union of a right distal tibia fracture and three (3) broken screws. The three broken screws consisted of two (2) 3.5mm locking screws and one (1) 3.5mm cortical screw. All three screws broke midshaft. The patient was initially implanted on (B)(6) 2015 two (2) plates and fourteen (14) screws. During the (B)(6) 2016 revision surgery, all the hardware was removed easily. The broken screws were removed with a broken screw removal set. There was no surgical delay and additional medical intervention was not required. Standard x-rays were taken to locate the hardware. While removing the plates, the surgeon noticed that some of the screws were loose in the plate. It is unknown which screws were loose or the quantity of the screws that were loose. There was no reported issue with the plates. While removing one of the broken screws, the surgeon noted tissue on the screw and sent the screw to pathology for cultures. It is unknown which broken screw was sent to pathology. The surgeon suspects possible infection and therefore, did not re-implant the patient with hardware. After results from pathology become available, surgeon will determine when patient will be re-implanted. The procedure was completed successfully. This report is for one (1) unknown 3.5mm cortical screw. This report is 2 of 3 for (B)(4).33